Event description:
It was reported that during a coronary artery stenting procedure, a shaft fracture occurred. The quantum maverick balloon's monorail section broke mid shaft, while the balloon was being advanced to the target vessel. The physician mentioned that little pressure was applied while advancing. The device was removed without incident. There were no complications and the pt was reported as "stable".

Manufacturer narrative:
Product analysis confirmed the shaft break stated in the complaint. There was also tip damage noted. The catheter was returned in two pieces without the carrier tube. The break occurred 71.5 cm from the distal edge of the hub. There was no sign of elongation or stretching found at the break. Tip damage was also observed on the returned device. The manufacturing records for the reported batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Though the exact cause of the reported event was not determined, the most probable root cause is considered operational context. This is due to the likelihood that the reported damage is attributable to procedural factors and/or interaction with pt anatomy or other devices, and due to lack of evidence indicating a device related root cause.